Event description:
It was reported that bd alaris pump module smartsite texium  low sorbing infusion set has a small hole and leaked. The following information was provided by the initial reporter: this afternoon one of our tubing sets had a small hole in it in the area right before it is inserted into the pump. It resulted in a chemotherapy spill and approximately 10 ml of drug loss. We have not had issues with this previously.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage (leak) could not be verified due to the product not being returned for failure investigation. On 20apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite texium  low sorbing infusion set has a small hole and leaked. The following information was provided by the initial reporter: this afternoon one of our tubing sets had a small hole in it in the area right before it is inserted into the pump. It resulted in a chemotherapy spill and approximately 10 ml of drug loss. We have not had issues with this previously.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.